Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Unable to verify missing segments or partial display due to blank display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had flashing display. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer that the insulin pump was showing flashing white screen, she dropped it in the water. The device will be returned for analysis.